Manufacturer narrative:
The incident has been reported to the manufacturer on (B)(4) 2013; results of analysis will be developed in a follow-up report.

Event description:
Spvb was implanted on (B)(6). Its setting was at the high position but the pt suffered from overdrainage. Therefore, the system was extracted on (B)(6).